Event description:
It was reported that the patient's lead exhibited under sensing. The lead was explanted and replaced. The patient condition was stable throughout procedure.

Manufacturer narrative:
The reported event of under sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.